Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high thresholds, and an atrial lead dislodgement was suspected. The patient had symptoms of fatigue. An x-ray was performed, which indicated that the lead had pulled back and no longer formed a ¿j¿ in the atrium. The physician attributed it to torque. A surgical lead revision was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.